Manufacturer narrative:
Evaluation description: the reported backup vvi was confirmed in the laboratory. The device was tested on the bench and the cause of the backup vvi was due to an anomalous component on the hybrid. The reported inappropriate therapy delivery was confirmed in the laboratory and was due to noise. The device sensing was tested on the bench and no anomaly was found. The cause of the noise could not be determined.

Event description:
It was reported that when patient presented in the ER after receiving multiple inappropriate high voltage shocks, the device was found to be in backup vvi mode. It was noted the patient received a vibratory notification several days prior but physician was not contacted for evaluation. Review of segms revealed the therapies were delivered due to oversensing of possible lead noise. Device was explanted and replaced.

Manufacturer narrative:
.